Manufacturer narrative:
Sections with additional information as of 29-jan-2026: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: (B)(4): use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 26-nov-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus pen needles. Per the customer, she is experiencing an issue removing some of the pen needles from the injection pen; customer stated the pen needles do not come out from the compatible injector pen. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note 1: customer had contacted manufacturer on 11-nov-2025 and 13-nov-2025 - per the customer she had not received the replacement pen needles. Replacement product was to be re-shipped to the customer. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.